Manufacturer narrative:
The insulin pump was received with no act, up and escape button response due to corroded keypad traces. No button error alarm during testing noted. We were unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify battery out limit alarm due to buttons not responding. No numbers scrolling during testing noted. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, broken belt clip slot, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error, battery out limit, and cosmetic damage. The customer¿s blood glucose was 350 mg/dl at the time of incident. Customer declined troubleshooting on all insulin pump issues. The insulin pump is not expected to return for analysis.